Event description:
It was reported that the user experienced a temporary dexcom g7 continuous glucose monitor (cgm) signal loss to the ilet bionic pancreas, during which the pump did not display glucose readings but subsequently reconnected indicating transient communication interruption. The user experienced a blood glucose peak of 192 mg/dl with no clinical signs, symptoms, or conditions reported. Outcomes included no medical intervention or hospitalization. User support included troubleshooting and education. Investigation of this case revealed that the device was operating, the signal loss was transient and limited to the pump display, and the event was attributable to bluetooth interruption rather than a sustained device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was a brief cgm-to-pump communication interruption.